Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The cause of stimulation being turned off was because of the MRI. The MRI was performed without the tech informing the patient to turn off their device. The issue has since been resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that she did not know if the device stopped working or if the voltage got moved wrong but it was not effective as it was in the beginning. She had MRI of her hip then said she thinks it was a MRI but it might have been an x-ray. Patient believed this was what caused the device not to be effective. Patient synched with patient programmer (pp) during the call and pp showed stim was off. Patient called because she was in the process of having emergency MRI and they stopped the MRI said according to her card, the device needed to be in MRI safe mode. It was reviewed how to sync and how to turn stim on and off. Patient mentioned she had psoriatic arthritis. There were no further complications that have been reported as a result of this event.